Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
The reporter alleged that the pump was intermittently not responsive to pressing of the down arrow button. In addition, the reporter claimed that the button was not clicking or springing back normally. The reporter denied any exposure of the device to water. The reporter also denied that the keypad was peeling.